Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump displayed malfunction code related to speaker but there were no notable events before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset pump, and malfunction did not recur, so customer was advised to continue using pump and to call back if malfunction happened again.